Manufacturer narrative:
The reported events were dislodgement, inadequate capture, and the helix mechanism issue. As received, a complete lead with a stylet was returned in one piece for analysis. The reported event of inadequate capture was not confirmed while the reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found the inner coil over-torque at the connector region consistent with procedural damage. Electrical testing did not find any conductor discontinuities but found internal shorts between conductors due to the over-torqued inner coil. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.

Event description:
It was reported that the dislodgement and high capture threshold was noted on the right ventricular (rv) lead. On (B)(6) 2025, an x-ray was performed during the procedure, and dislodgement was confirmed. The physician elected to reposition the rv lead however, the helix failed to extend and retract. Instead, the physician elected to explant and replace the rv lead. There were no patient consequences.